Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a meal announcement while attempting to log the meal in the app, and customer care advised the user to announce meals using the fork-and-knife feature on the device. Symptoms included no reported adverse clinical effects. Outcomes included no impact requiring medical attention, hospitalization, or alarms. Investigation included user support with troubleshooting and education on the correct meal announcement workflow. Investigation of this case revealed user operation error related to meal entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.